Event description:
Boston scientific received information that this left ventricular lead was an attempted implant. During the implant procedure, the lead displayed high pace impedances and thresholds, non-capture and muscle stimulation. The lead was not used and a different lead was implanted. There were no adverse patient effects reported. The lead is to be returned for analysis.

Manufacturer narrative:
As of today the lead has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Dried blood/body fluid was noted in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.